Manufacturer narrative:
PMA 510(k): this product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vicmo12.6, -11.00 diopter, implantable collamer lens in the patient's right eye (od) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vaulting. There is no further implantation and the patient is under temporary observation.

Manufacturer narrative:
Device evaluation: product evaluation found lens returned dry in a lens case/vial. Visual inspection found haptic broken. Dimensional inspection was unable to be performed due to haptic being broken. (B)(4).

Manufacturer narrative:
(B)(4)